Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported discrepant sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they tested positive with quickvue otc and later negative with another rapid antigen assay the following day. No confirmatory testing had been completed. 3 additional consumer events were also communicated which are captured on separate reports.